Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("stabbing pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), hot flush ("hot flashes"), night sweats ("night sweats"), mood swings ("mood swings"), glossodynia ("sores under her tongue"), hypertension ("high blood pressure"), insomnia ("insomnia"), weight increased ("weight gain"), depression ("depression"), tooth disorder ("dental problems"), bone loss ("bone loss"), female sexual dysfunction ("inability to have sex"), plantar fasciitis ("plantar fasciitis"), fibromyalgia ("fibromyalgia"), fatigue ("chronic fatigue"), abdominal pain lower ("cramping"), arthralgia ("joint pain"), uterine leiomyoma ("uterine fibroids"), menorrhagia ("menorrhagia"), dysmenorrhoea ("painful menstrual periods"), the first episode of procedural pain ("painful post-operative recovery"), pain ("physical pain "), anxiety ("emotional anguish") and the second episode of procedural pain ("painful post-operative recovery"). The patient was treated with surgery (bilateral salpingectomy to remove the essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, alopecia, hot flush, night sweats, mood swings, glossodynia, hypertension, insomnia, weight increased, depression, tooth disorder, bone loss, female sexual dysfunction, plantar fasciitis, fibromyalgia, fatigue, abdominal pain lower, arthralgia, uterine leiomyoma, menorrhagia, dysmenorrhoea, pain, anxiety and the last episode of procedural pain outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, arthralgia, bone loss, depression, dysmenorrhoea, fatigue, female sexual dysfunction, fibromyalgia, glossodynia, hot flush, hypertension, insomnia, menorrhagia, mood swings, night sweats, pain, pelvic pain, plantar fasciitis, tooth disorder, uterine leiomyoma, weight increased, the first episode of procedural pain and the second episode of procedural pain to be related to essure. The reporter commented: since having the removal surgery, her symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: confirming full occlusion of fallopian tubes; in (B)(6) 2017: confirmed the essure micro-inserts were in place. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("stabbing pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), hot flush ("hot flashes"), night sweats ("night sweats"), mood swings ("mood swings"), stomatitis ("sores under her tongue"), hypertension ("high blood pressure"), insomnia ("insomnia"), weight increased ("weight gain"), depression ("depression"), tooth disorder ("dental problems"), bone loss ("bone loss"), female sexual dysfunction ("inability to have sex"), plantar fasciitis ("plantar fasciitis"), fibromyalgia ("fibromyalgia"), fatigue ("chronic fatigue"), abdominal pain lower ("cramping"), arthralgia ("joint pain"), uterine leiomyoma ("uterine fibroids"), menorrhagia ("menorrhagia"), dysmenorrhoea ("painful menstrual periods"), the first episode of procedural pain ("painful post-operative recovery"), pain ("physical pain "), emotional distress ("emotional anguish") and the second episode of procedural pain ("painful post-operative recovery"). The patient was treated with surgery (bilateral salpingectomy to remove the essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, alopecia, hot flush, night sweats, mood swings, stomatitis, hypertension, insomnia, weight increased, depression, tooth disorder, bone loss, female sexual dysfunction, plantar fasciitis, fibromyalgia, fatigue, abdominal pain lower, arthralgia, uterine leiomyoma, menorrhagia, dysmenorrhoea, pain, emotional distress and the last episode of procedural pain outcome was unknown. The reporter considered abdominal pain lower, alopecia, arthralgia, bone loss, depression, dysmenorrhoea, emotional distress, fatigue, female sexual dysfunction, fibromyalgia, hot flush, hypertension, insomnia, menorrhagia, mood swings, night sweats, pain, pelvic pain, plantar fasciitis, stomatitis, tooth disorder, uterine leiomyoma, weight increased, the first episode of procedural pain and the second episode of procedural pain to be related to essure. The reporter commented: since having the removal surgery, her symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: confirming full occlusion of fallopian tubes; in (B)(6) 2017: confirmed the essure micro-inserts were in place. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2018: unlocked for quality safety evaluation of ptc. Previously this case mistakenly routed to distribution status and locked. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("stabbing pelvic pain") in a 32-year-old female patient who had essure (batch no. A33870-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included left lower quadrant pain and paratubal cyst. Current weight 185 lbs. Previously administered products included for birth control: ortho tri cyclen. Concurrent conditions included obesity and hemorrhage (nos). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced female sexual dysfunction ("inability to have sex"), 20 days after insertion of essure. On (B)(6) 2013, the patient experienced fibromyalgia ("fibromyalgia"). On (B)(6) 2013, the patient experienced hypertension ("high blood pressure"), palpitations ("heart palpitations"), loose tooth ("dental problems: loose teeth") and gingival recession ("dental problems: receding gum line"). On (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), hot flush ("hot flashes"), night sweats ("night sweats"), mood swings ("mood swings"), stomatitis ("sores under her tongue"), insomnia ("insomnia"), depression ("depression"), tooth abscess ("dental problems: abscess tooth"), bone loss ("bone loss"), plantar fasciitis ("plantar fasciitis"), fatigue ("chronic fatigue"), abdominal pain lower ("cramping"), arthralgia ("joint pain"), menorrhagia ("menorrhagia"), dysmenorrhoea ("painful menstrual periods"), procedural pain ("painful post-operative recovery"), pain ("physical pain "), emotional distress ("emotional anguish"), affective disorder ("mood disorder"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), anxiety ("psychological or psychiatric problems condition: anxiety"), post-traumatic stress disorder ("ptsd"), amnesia ("short-term memory loss"), panic attack ("panic attacks"), nausea ("nausea"), vertigo ("neurological conditions or problems type: vertigo"), dizziness ("neurological conditions or problems type: dizziness"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge ,"), dry eye ("vision/eye problems type: dry eyes"), abdominal distension ("bloating"), irritable bowel syndrome ("irritable bowel syndrome"), pyrexia ("fevers"), myalgia ("muscle aches"), abdominal pain ("abdominal pain"), back pain ("back pain") and chest pain ("upper torso pain") and was found to have weight increased ("weight gain") and uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (bilateral salpingectomy to remove the essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, hot flush, night sweats, mood swings, stomatitis, insomnia, weight increased, depression, tooth abscess, bone loss, female sexual dysfunction, fibromyalgia, fatigue, abdominal pain lower, arthralgia, uterine leiomyoma, menorrhagia, dysmenorrhoea, procedural pain, pain, emotional distress, affective disorder, vaginal haemorrhage, vaginal infection, post-traumatic stress disorder, amnesia, panic attack, palpitations, nausea, vertigo, dizziness, vaginal discharge, dry eye, abdominal distension, irritable bowel syndrome, pyrexia, myalgia, loose tooth, gingival recession, abdominal pain and chest pain outcome was unknown, the alopecia, plantar fasciitis and dyspareunia had resolved and the hypertension, anxiety and back pain was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, affective disorder, alopecia, amnesia, anxiety, arthralgia, back pain, bone loss, chest pain, depression, dizziness, dry eye, dysmenorrhoea, dyspareunia, emotional distress, fatigue, female sexual dysfunction, fibromyalgia, gingival recession, hot flush, hypertension, insomnia, irritable bowel syndrome, loose tooth, menorrhagia, mood swings, myalgia, nausea, night sweats, pain, palpitations, panic attack, pelvic pain, plantar fasciitis, post-traumatic stress disorder, procedural pain, pyrexia, stomatitis, tooth abscess, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, vertigo and weight increased to be related to essure. The reporter commented: since having the removal surgery, her symptoms are mostly resolved. Date(s) of insertion: (B)(6) 2012- 1st attempt. (B)(6) 2012- 2nd attempt. Discrepancy noted in insertion date. Previously reported as: (B)(6) 2013. In current follow up reported as: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: results: confirming full occlusion of fallopian tubes; on (B)(6) 2013: results: total bilateral occlusion.; on (B)(6) 2017: results: total bilateral occlusion.; in (B)(6) 2017: results: confirmed the essure micro-inserts were in place. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: anxiety, abdominal pain. Lot number reported a33870 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-dec-2018: update of information (batch is invalid). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("stabbing pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), hot flush ("hot flashes"), night sweats ("night sweats"), mood swings ("mood swings"), stomatitis ("sores under her tongue"), hypertension ("high blood pressure"), insomnia ("insomnia"), weight increased ("weight gain"), depression ("depression"), tooth disorder ("dental problems"), bone loss ("bone loss"), female sexual dysfunction ("inability to have sex"), plantar fasciitis ("plantar fasciitis"), fibromyalgia ("fibromyalgia"), fatigue ("chronic fatigue"), abdominal pain lower ("cramping"), arthralgia ("joint pain"), uterine leiomyoma ("uterine fibroids"), menorrhagia ("menorrhagia"), dysmenorrhoea ("painful menstrual periods"), the first episode of procedural pain ("painful post-operative recovery"), pain ("physical pain "), emotional distress ("emotional anguish") and the second episode of procedural pain ("painful post-operative recovery"). The patient was treated with surgery (bilateral salpingectomy to remove the essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, alopecia, hot flush, night sweats, mood swings, stomatitis, hypertension, insomnia, weight increased, depression, tooth disorder, bone loss, female sexual dysfunction, plantar fasciitis, fibromyalgia, fatigue, abdominal pain lower, arthralgia, uterine leiomyoma, menorrhagia, dysmenorrhoea, pain, emotional distress and the last episode of procedural pain outcome was unknown. The reporter considered abdominal pain lower, alopecia, arthralgia, bone loss, depression, dysmenorrhoea, emotional distress, fatigue, female sexual dysfunction, fibromyalgia, hot flush, hypertension, insomnia, menorrhagia, mood swings, night sweats, pain, pelvic pain, plantar fasciitis, stomatitis, tooth disorder, uterine leiomyoma, weight increased, the first episode of procedural pain and the second episode of procedural pain to be related to essure. The reporter commented: since having the removal surgery, her symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in may 2013: confirming full occlusion of fallopian tubes; in (B)(6) 2017: confirmed the essure micro-inserts were in place. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: unlocked for quality safety evaluation of ptc. Previously this case mistakenly routed to distribution status and locked. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("stabbing pelvic pain") in a 32-year-old female patient who had essure (batch no. A33870) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included left lower quadrant pain and paratubal cyst. Current weight 185 lbs. Previously administered products included for birth control: ortho tri cyclen. Concurrent conditions included obesity and hemorrhage. On (B)(6)2012, the patient had essure inserted. On (B)(6)2012, the patient experienced female sexual dysfunction ("inability to have sex"), 20 days after insertion of essure. On (B)(6) 2013, the patient experienced fibromyalgia ("fibromyalgia"). On (B)(6)2013, the patient experienced hypertension ("high blood pressure"), palpitations ("heart palpitations"), loose tooth ("dental problems: loose teeth") and gingival recession ("dental problems: receding gum line"). On (B)(6)2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), hot flush ("hot flashes"), night sweats ("night sweats"), mood swings ("mood swings"), stomatitis ("sores under her tongue"), insomnia ("insomnia"), depression ("depression"), tooth abscess ("dental problems: abscess tooth"), bone loss ("bone loss"), plantar fasciitis ("plantar fasciitis"), fatigue ("chronic fatigue"), abdominal pain lower ("cramping"), arthralgia ("joint pain"), menorrhagia ("menorrhagia"), dysmenorrhoea ("painful menstrual periods"), procedural pain ("painful post-operative recovery"), pain ("physical pain "), emotional distress ("emotional anguish"), affective disorder ("mood disorder"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), anxiety ("psychological or psychiatric problems condition: anxiety"), post-traumatic stress disorder ("ptsd"), amnesia ("short-term memory loss"), panic attack ("panic attacks"), nausea ("nausea"), vertigo ("neurological conditions or problems type: vertigo"), dizziness ("neurological conditions or problems type: dizziness"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge ,"), dry eye ("vision/eye problems type: dry eyes"), abdominal distension ("bloating"), irritable bowel syndrome ("irritable bowel syndrome"), pyrexia ("fevers"), myalgia ("muscle aches"), abdominal pain ("abdominal pain"), back pain ("back pain") and chest pain ("upper torso pain") and was found to have weight increased ("weight gain") and uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (bilateral salpingectomy to remove the essure devices). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, hot flush, night sweats, mood swings, stomatitis, insomnia, weight increased, depression, tooth abscess, bone loss, female sexual dysfunction, fibromyalgia, fatigue, abdominal pain lower, arthralgia, uterine leiomyoma, menorrhagia, dysmenorrhoea, procedural pain, pain, emotional distress, affective disorder, vaginal haemorrhage, vaginal infection, post-traumatic stress disorder, amnesia, panic attack, palpitations, nausea, vertigo, dizziness, vaginal discharge, dry eye, abdominal distension, irritable bowel syndrome, pyrexia, myalgia, loose tooth, gingival recession, abdominal pain and chest pain outcome was unknown, the alopecia, plantar fasciitis and dyspareunia had resolved and the hypertension, anxiety and back pain was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, affective disorder, alopecia, amnesia, anxiety, arthralgia, back pain, bone loss, chest pain, depression, dizziness, dry eye, dysmenorrhoea, dyspareunia, emotional distress, fatigue, female sexual dysfunction, fibromyalgia, gingival recession, hot flush, hypertension, insomnia, irritable bowel syndrome, loose tooth, menorrhagia, mood swings, myalgia, nausea, night sweats, pain, palpitations, panic attack, pelvic pain, plantar fasciitis, post-traumatic stress disorder, procedural pain, pyrexia, stomatitis, tooth abscess, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, vertigo and weight increased to be related to essure. The reporter commented: since having the removal surgery, her symptoms are mostly resolved. Date(s) of insertion: (B)(6)2012- 1st attempt (B)(6)2012- 2nd attempt discrepancy noted in insertion date. Previously reported as: ??-jan-2013 in current follow up reported as: (B)(6)2012 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Hysterosalpingogram - in may 2013: results: confirming full occlusion of fallopian tubes; on (B)(6)2013: results: total bilateral occlusion.; on (B)(6)2017: results: total bilateral occlusion.; in november 2017: results: confirmed the essure micro-inserts were in place. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: anxiety, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: pfs & mr received. Reporter's information was added. Lot number was added. Added events: mood disorders, abnormal bleeding (vaginal),vaginal infection, anxiety, ptsd, short-term memory loss, panic attacks, heart palpitations , nausea , vertigo and dizziness , dyspareunia (painful sexual intercourse), vaginal discharge , dry eyes , bloating and irritable bowel syndrome , fevers, muscle aches, dental problems: loose teeth, receding gum line, abdominal pain, back pain, upper torso pain. Updated outcome of events. Patient's demographics were added. Lab data, historical drug, historical condition, concomitant condition were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.